Event description:
A system operator reports that the laser would not fire at the start of a procedure. The system operator reset the system, completed a gas change and calibrated the system. The surgeon was then able to complete the procedure without further interruption. The system operator stated the surgeon was satisfied with the patient's outcome and the patient was not injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation the field service engineer (fse) was unable to duplicate the laser not firing issue; however identified the event in the surgery database. As a preventative measure, the fse replaced the digitizer joulemeter and then completed a successful system verification. The returned part was bench tested by manufacturing and no problems were found. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron. This report mailed in to FDA on: 06/24/2008.